Manufacturer narrative:
The technician found the head left side rail cover is bent blocking the latch from latching. This is most likely caused by force being applied to the side rail possibly during transport. The technician replaced the head left side rail latch cover to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the head left side rail will not latch. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).